Event description:
Adult pt was being transported from the second floor to the ambulance using a stair chair. The stair chair was maneuvered down a narrow stairway and landing then rolled to the street. When guiding the chair from the sidewalk to the st the right handle broke.

Manufacturer narrative:
MFR's investigation will continue.